Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6) 2024, it was reported that the patient faced an issue of high blood glucose level. The patient was hospitalized on (B)(6) 2024 at 03:00 p.m. And stayed for 4 days. The patient was not serious at the time of hospitalization and did not know the blood glucose value. Customer had done for ketone test and resulted in positive for ketone. For the hospital treatment an insulin infusion drip has been given for overnight to stayed normal. No further information available.